Manufacturer narrative:
The device currently remains implanted, and expected to be explanted. If the device is returned for analysis, this report will be updated.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion, along with abnormal beeping tones. The patient has been scheduled for a replacement. At this time, the device remains implanted and no further information has been provided. No adverse effects were reported.

Manufacturer narrative:
The returned teligen was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the device was exhibiting premature battery depletion, along with abnormal beeping tones. Additional information was provided, indicating that the device exhibited error code 1003, indicating that the voltage was too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion, along with abnormal beeping tones. The patient has been scheduled for a replacement. Additional information was received indicating the device exhibited code 1003 indicating voltage too low for projected remaining capacity. Therefore, the device was explanted and replaced. Additional information: on march 24, 2020, the field rep indicated the device was sent back for analysis. To date, boston scientific has not received the device back. Should we receive the device, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.